Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Customer reported "clogged shunt, explanted shunt". No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. Since no sample was returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. The root cause will be reassessed upon the sample receipt. Additional information has been requested. (B)(4).

Event description:
A physician reported that a device was confirmed to be completely clogged following a glaucoma filtering device implant procedure. The device was removed.

Manufacturer narrative:
Additional information provided. Customer reported "clogged shunt, explanted shunt". The product was returned for investigation: the lumen was found to be clogged. After the cleaning the lumen was open and there was no indication for any manufacturing related factors that could cause the reported event. However, the complaint of clogged shunt is confirmed. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The glaucoma filtration device (gfd) is manufactured from implantable stainless steel to negate rust. The root cause is inconclusive - unable to verify since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after the shunt cleaning the blockage was removed. The manufacturer internal reference number is: (B)(4).